Event description:
The initial reporter alleged discrepant reactive results for a patient sample tested with the elecsys hiv duo assay on the cobas e 801 module. The patient sample was initially tested on (B)(6)2019, yielding a reactive result in the elecsys hiv duo assay with a cutoff index (coi) of 60.2 for hiv antigen (hivag) and 0.081 coi for anti-hiv (ahiv). Additional testing of the same sample included vidas a-hiv (enzyme-linked fluorescent assay elfa), which was non-reactive; biorad geenius hiv 1/2 confirmatory test, which was negative; vidas hiv ag p24, which was negative; and roche cobas ampliprep/taqman hiv-1 polymerase chain reaction (pcr), which was negative. The same patient sample was retested on (B)(6)2021 and confirmed to be reactive in the elecsys hiv duo assay. Further testing indicated that the sample was reactive to the monoclonal antibodies of the hivag detection module used in the elecsys hiv duo assay. Based on additional confirmatory testing, the results were determined to be false reactive for hiv antigen and therefore false reactive in the elecsys hiv duo assay.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. Retesting of the patient samples confirmed reactive results in the elecsys hiv duo assay. Further interference testing indicated that the samples were reactive to the monoclonal antibodies of the hivag detection module used in the assay. Based on additional confirmatory testing, the results were classified as false reactive for hiv antigen and therefore false reactive in the elecsys hiv duo assay. False reactive results are a known limitation of the assay, as described in the product's method sheet. No calibration or quality control data were provided.